Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one anti-tachycardia pacing (atp) and eight shocks. Technical services (ts) was consulted and upon review of the available information it was suspected the therapy was inappropriately delivered due to atrial driven rhythms. In addition, it was noted that therapy was exhausted and it did not convert the patient rhythm. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.